Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime/compromised force sensor system test at 4.0lbs due to a faulty force sensor resistor. The pump had a minor scratched display window, a cracked case at the display window corner, broken battery tube threads, a missing reservoir tube o-ring, a cracked reservoir tube, a cracked reservoir tube window, and a broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that there was a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 180 mg/dl. Customer stated that the insulin was squirting out during the manual prime process. Customer stated that she had a high blood glucose level this morning and treated with an injection. Customer stated that the pump was not dropped or bumped prior to the alarm occurring. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced. Customer declined troubleshooting for high blood glucose.